Event description:
Device malfunction: device #2 none. Time of malfunction: during bilateral vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right external iliac artery after an interventional procedure. Reportedly, after uneventful suture deployment, bleeding continued. Percutaneous access of the left common femoral artery was performed and a covered stent was implanted over the right external iliac artery access site to achieve hemostasis. During arteriotomy closure of the left common femoral artery using a proglide device bleeding continued after full suture deployment. Manual compression was applied to achieve hemostasis. A review of the right femoral arteriogram found that the puncture site was located above the inferior border of the inferior epigastric artery (iea) and above the inguinal ligament. There were no reported adverse patient sequelae. Through requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Device #1: part #12673-03, lot #83010-6h indicated is being filed under medwatch MFR number 2953144-2010-00170. The device was received. Investigation is not completed.